Event description:
Philips received a complaint indicates that paddle was not recognized by device. The device was not in clinical use at time of event. The customer called and spoke with a philips representative. The customer requested just a replacement external paddle with no engineer evaluation. The reported problem was confirmed by customer. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer called and spoke with a philips representative. The customer requested just a replacement external paddle with no engineer evaluation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.